Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection. The patient was hospitalized and treated with oral antibiotics. The patient has recovered without sequelae.